Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the radio frequency programmer head failed uplink amplitude tests, and the head's cable was replaced. Also the rubber portion of the programmer head label was gone, and it was replaced. (B)(4).

Event description:
The radio frequency programmer head was returned with no information and subsequently tested out of specification during manufacturer's analysis.